Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was 277 mg/dl. Reportedly, the customer loaded a new cartridge and continued to use the pump for insulin therapy. Additionally, it was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 50-59 mg/dl. Reportedly, no action was taken to address bg and the customer went to bed. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Based on the analysis, the alleged bolus delivery issue was verified in the pump logs; however, no failure was identified.